Manufacturer narrative:
Investigation summary: four unopened 50-count 10ml convenience trays confirmed to be from batch 9060568 (p/n 309605) were received and evaluated. One tray was observed to have a large indentation across one of the long sides with a small hole at the bottom corner and there were indentations in the top web as well as blue streaks on the underside of the tray. One tray was observed to have indentations and directional tears in the top web with no holes present. One tray was observed to have a large indentation with a small hole in one corner and a small indentation in another corner as well as a small directional puncture hole in a corner of the top web and large blue streaks across the bottom. One tray was observed to have moderate directional tears through the top web with blue and black streaks across the bottom of the tray. For the trays containing tears in the top web, the streaks across the bottom, are consistent with the direction of the tears indicating they were dragged across the top web of the tray below. As for the two trays containing the deformations, the damage is inconsistent compared to the damage that would occur on the packaging machine a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples provided. Root cause description: potential root cause for the open seal defect is likely associated with the transportation and/or distribution process. Rationale: no corrective actions are necessary for the syringe manufacturing and packaging plant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 tray packs of bd syringes with the luer-lok¿ tip were found with damaged seals before use. This complaint was created to capture the 4th of 5 related incidents. The following information was provided by the initial reporter: "4 tray packs with damaged seals, boxes damaged."